Event description:
It was reported that the patient presented in clinic for follow-up. The left ventricular lead was noted to be dislodged and was in the coronary sinus body. The lead was explanted and replaced. There were no patient adverse effects before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Previously reported as 'no- device evaluation anticipated, but not yet begun.